Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro plastic side of the c-ring broke off into the pt's leg; this is the scope wash tubing. The user had to make an add'l surgical cutdown to remove the piece of the device. A new kit was used to complete the procedure. There were no pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).